Event description:
It was reported that insulin squirted out during the manual prime process and the insulin pump was stuck in the prime loop. It was stated that the customer did not receive a second series of beeps nor did the numbers appear on the screen. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.